Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Concomitant products included fentanyl citrate, ibuprofen (motrin) and paracetamol (tylenol). In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain ("severe abdominal pain"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), uterine infection ("uterus infection"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder problems"), dysuria ("urinary problems"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), female sexual dysfunction ("apareunia"), bone pain ("hip bones pain"), abdominal pain lower ("mid lower stomach pain"), vulvovaginal pain ("vaginal pain"), swelling ("swelling ") and pain ("body aches") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy, (bilateral removal of fallopian tubes), oophorectomy (one side removal of ovary)). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, anxiety and depression had not resolved and the vaginal haemorrhage, uterine infection, mental disorder, bladder disorder, dysuria, migraine, headache, dyspareunia, vaginal discharge, fatigue, weight decreased, female sexual dysfunction, bone pain, abdominal pain lower, vulvovaginal pain, swelling and pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, bone pain, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, pain, pelvic pain, swelling, uterine infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: patient forced to undergo a major surgery as a result of her essure implants she has been left with serious injuries she sought treatment on multiple occasions start date 2013 (discrepancy from previously reported). Most recent follow-up information incorporated above includes: on 11-mar-2019: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uterus,psychological or psychiatric problems, bladder or urinary problems or changes, migraines / headaches,dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight loss were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('it is embedded with the myometrium') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Concomitant products included fentanyl citrate, ibuprofen (motrin) and paracetamol (tylenol). In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain ("severe abdominal pain"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), uterine infection ("uterus infection"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), female sexual dysfunction ("apareunia"), bone pain ("hip bones pain"), abdominal pain lower ("mid lower stomach pain"), vulvovaginal pain ("vaginal pain"), swelling ("swelling ") and pain ("body aches") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy, (bilateral removal of fallopian tubes), oophorectomy (one side removal of ovary)). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, anxiety and depression had not resolved and the embedded device, vaginal haemorrhage, uterine infection, mental disorder, bladder disorder, urinary tract disorder, migraine, headache, dyspareunia, vaginal discharge, fatigue, weight decreased, female sexual dysfunction, bone pain, abdominal pain lower, vulvovaginal pain, swelling and pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, bone pain, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, pain, pelvic pain, swelling, urinary tract disorder, uterine infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: patient forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. She sought treatment on multiple occasions. Start date 2013 (discrepancy from previously reported). Most recent follow-up information incorporated above includes: on 1-dec-2020: mr received. Reporter's information added.event:is embedded with the myometrium were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('it is embedded with the myometrium') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Concomitant products included fentanyl citrate, ibuprofen (motrin) and paracetamol (tylenol). In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain ("severe abdominal pain"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), uterine infection ("uterus infection"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), female sexual dysfunction ("apareunia"), bone pain ("hip bones pain"), abdominal pain lower ("mid lower stomach pain"), vulvovaginal pain ("vaginal pain"), swelling ("swelling ") and pain ("body aches") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy, (bilateral removal of fallopian tubes), oophorectomy (one side removal of ovary)). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, anxiety and depression had not resolved and the embedded device, vaginal haemorrhage, uterine infection, mental disorder, bladder disorder, urinary tract disorder, migraine, headache, dyspareunia, vaginal discharge, fatigue, weight decreased, female sexual dysfunction, bone pain, abdominal pain lower, vulvovaginal pain, swelling and pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, bone pain, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, pain, pelvic pain, swelling, urinary tract disorder, uterine infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: patient forced to undergo a major surgery as a result of her essure implants: she has been left with serious injuries. She sought treatment on multiple occasions. Start date 2013 (discrepancy from previously reported). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain ("severe abdominal pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a partial hysterectomy with removal of the essure). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, anxiety and depression had not resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: patient forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. She sought treatment on multiple occasions. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.